Event description:
It was reported that the 9800 system had no image displayed on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connections were re-seated and the ps2 power supply was replaced during the service call. The system was tested and found to be working as intended, and put back into service.